Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed supplies to resolve the issue. As well, as that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was approximately 148 mg/dl